Event description:
"The customer reported the rad-g "turns on and off randomly." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.